Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the reported date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the reporter stated in his opinion the was not technology related, but poor planning on his part. Patient had enhancement and has done well. He does not recall this patient having iritis.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A physician reported a patient with unexpected refractive outcome post custom optimize wave front lasik treatment of the right eye. Patient complained of shadowing of vision. Reporter indicated the patient has recurrent iritis. The reported information was obtained as part of a slide presentation presented at a refractive user presentation at (B)(6) and no additional information is expected.